Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6f¿12f mynx control venous vascular closure device (vcd) came out and the mynx was described as defective. The device was not used, and another device was opened. There was no reported patient injury. The device will be returned for evaluation.